Event description:
Cannula breakage was reported by hosp to the distributor of the device. Cannula breakage was confirmed by distributor during visual inspection of returned sample. No lot number known. No pt involvement. A letter was sent to the customer, by the distributor, reinterating proper technique for product use, specifically that cannula breakage may result if the device is removed from the injection port. Reported by distributor to ICU medical, "for info and review" on 9/17/98. During a phone conversation with rptr of distributor on 9/18/98 she stated there was no other info concerning the incident available, that they believed the incident resulted from the device having been removed from the injection port, contrary to directions for use. Co informed her that an MDR would be filed because they have been filed in the past for events of this nature.